Event description:
It was reported that the lead exhibited high impedance and high thresholds. The patient had re-intervention; the lead was inserted further into the connector and secured. The electrical values were normal after the procedure.

Manufacturer narrative:
.